Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit had minor scratched display window.

Event description:
The customer reported via phone call that her blood glucose level was high. Customer's blood glucose level was 567 mg/dl. She corrected her blood glucose level with 10 units of insulin via a manual injection. The high pressure test failed because the insulin pump did not alarm no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.